Event description:
The customer reported that the device was overheating during a procedure at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
During service at the manufacturer, the service technician was unable to duplicate the reported heat symptom, but found it likely attributable to the internal corrosion observed during the device inspection.

Event description:
The customer reported that the device was overheating during a procedure at the user facility. There was no patient impact, no delay, no medical intervention, and no adverse consequences.